Event description:
It was reported that a pediatric pt came in for a fluoroscopy exam accompanied by mother. The mother was sitting at the head-end of the pt table with her legs under the table base when the operator accidentally activated downward movement of the table. The table was lowered onto pt's mother legs. The pressure applied to the legs resulted in bruises and tissue injuries. The injured person did seek medical attention at the accident and emergency dept of the danube hosp. The reported event occurred in (B)(6).

Manufacturer narrative:
The operator manual for the axiom luminos drf system (axd3-500.620.02.02.02 pages 27, 32, 33) contains several cautions that no person or additional objects shall be in the moving area of stands or table before any motorized movement is released. This report was submitted (B)(4) 2013. Customer's address: (B)(6).